Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker went from twelve years remaining longevity to eight and a half years remaining longevity in just three months. The patient was in atrial fibrillation (af) and the power consumption was slightly up to 48 microwatts. Analysis showed that the device was high rate atrial sensing at an average rate of 257 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The power consumption should return to normal after the high atrial rates subside. If the high atrial rate sensing becomes chronic, the clinic may want to consider programming the device to a non-atrial based brady mode and turn off the atrial sensing lead. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. The device remains in service. No adverse patient effects reported.